Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device locked on tissue. The device would not open. The surgeon pulled the device off tissue with minimal tissue damage. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).